Event description:
It was reported that the surgeon could not get an accurate read from the trial due to specific pt anatomy, and was unable to implant the 6 x 14 mm cervical disc that he initially tried at c6-7 because it was too small. A 6 x 16 mm disc was implanted instead without pt complications.

Manufacturer narrative:
The implant was returned for evaluation and a 100% inspection was performed and found that the device was made according to specifications. The implant trial was returned for evaluation and there were no non-conformances to specifications found. A review of the device history records did not identify any applicable non-conformances. The results of the investigation suggest that the reported event was related to surgeon technique. We are unable to determine a definitive cause of the event.